Event description:
The complainant alleged while defibrillating a pt the device's display blanked out. The complainant indicated that the clinician was able to obtain another device to treat the pt. The complainant indicated that the pt subsequently expired, although not related to the device malfunction.